Event description:
It was reported that the procedure was performed to treat a lesion in the distal superficial femoral artery. The emboshield nav6 embolic protection system (eps) was prepared per the instructions for use without issues. The eps was advanced; however, the filter failed to deploy. The eps was removed without issues. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was successfully completed with a new emboshield nav6 eps. Device analysis revealed the delivery catheter pod was separated. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned embolic protection system (eps). The reported activation failure was unable to be confirmed due to the returned condition of the eps. Additionally, it was noted that the delivery catheter was separated. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. There was no damage noted to the eps during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Difficulties deploying the filter element can be affected by multiple factors, but not limited to, interaction with lesion/anatomy, physician technique, damage to the filtration element, damage to deployment mechanism, interaction with associated devices and/or device positioning. The investigation was unable to determine a conclusive cause for the reported activation failure and noted material separations. It is possible that inadvertent mishandling and/or manipulation during preparation or advancement of the delivery catheter became damaged and separated resulting in the failure to deploy; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.